Event description:
Customer alleged blood glucose results of 338 mg/dl and 130 mg/dl when testing was performed back-to-back on the advantage system. Customer reported no symptoms and reported no action or treatment based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.